Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. The following fields were updated per additional information received: a4, b5, b6, b7, and h6. Investigation: the following allegations have been investigated: vena cava/organ perforation, depression, fear, back pain, limited mobility. Investigation is reopened due to additional information provided. The reported allegations have been further investigated based on the information provided to date. The additional information regarding organ/vc perforation does not change the previous investigation results for aortic perforation. Unknown if the reported depression, fear, back pain, limited mobility are directly related to the filter and unable to identify a corresponding failure mode at this point in time. Catalog number and lot number are unknown. The alleged tulip is manufactured and inspected according to controls. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up medwatch report will be submitted if additional relevant information becomes available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, or that any cook device caused or contributed to or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Patient allegedly received an implant on (B)(6) 2003 due to history of pulmonary embolism and need to change anti-coagulation for upcoming surgery. The patient alleges stenosis, vena cava/organ perforation. The patient further alleges fear, anxiety, lower back pain, and limited mobility, depression/anxiety.

Manufacturer narrative:
Filter information is unknown; however, per medical records, the filter implanted was described as a "tulip" filter. Initial reporter occupation: non-healthcare professional. Investigation: the following allegations have been investigated: aortic/vertebral body perforation, stenosis, tilt. The reported allegations have been investigated based on the information provided to date. Filter interacts with ivc wall, e.g. Penetration/perforation/embedment. This may be either symptomatic or asymptomatic. Potential causes may include improper deployment; and (or) excessive force or manipulations near an in-situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: trauma to adjacent structures, vascular trauma, vena cava perforation, vena cava penetration. Ivc occlusion/ thrombosis, new dvt, ivc stenosis as a reported complication, is a known risk in relation to filter implant and is well documented in the clinical literature and in clinical practice guidelines. This is supported by the clinical evidence report established to assess available clinical data to identify and evaluate the clinical safety and performance of the cook vena cava filters. Potential adverse events that may occur include, but are not limited to, the following: vena cava occlusion or thrombosis, vena cava stenosis, deep vein thrombosis. Filter tilt has been reported. Potential causes may include filter placement in ivcs with diameters larger than those specified in these instructions for use; improper deployment; manipulations near an implanted filter (e.g., a surgical or endovascular procedure in the vicinity of a filter); and (or) a failed retrieval attempt. Excessive filter tilt may contribute to difficult or failed retrieval; vena cava wall penetration/perforation; and (or) result in loss of filter efficiency. Potential adverse events that may occur include, but are not limited to, the following: unacceptable filter tilt. Catalog number and lot number are unknown; however, there is no evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up medwatch report will be submitted if additional relevant information becomes available.

Event description:
On (B)(6) 2019, per a report from computed tomography; ¿findings: the apex of the ivc filter is in contact with the lateral wall of the inferior vena cava. The filter tip is approximately 3cm below the lowest renal vein. Perforation toward the midline into the aorta measuring approximately 1.5cm. Perforation anteriorly by approximately 1cm into the mesenteric fat. Perforation posteriorly by approximately 1cm abutting the spinal column. The caliber of the inferior vena cava is markedly decreased from the confluence of the iliacs to the level of the stent measuring on the order of 5-6mm in diameter. Impression: the apex of the ivc filter is in contact with the lateral wall of the inferior vena cava. The filter tip is approximately 3cm below the lowest renal vein. Perforation toward the midline into the aorta measuring approximately 1.5cm. Perforation anteriorly by approximately 1cm into the mesenteric fat. Perforation posteriorly by approximately 1cm abutting the spinal column. The caliber of the inferior vena cava is markedly decreased from the confluence of the iliacs to the level of the stent measuring on the order of 5-6mm in diameter.¿ on (B)(6) 2019, per a report from computed tomography 2; ¿gunter tulip cook ivc filter with - aortic and vertebral body perforation ¿ stenosis - tilting with apex against the ivc wall - no fracture or migration.¿